Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1 year follow-up showed the presence of a type ib endoleak due to the left iliac limb stent graft becoming disengaged from the common iliac artery. A re-intervention was performed to place an additional iliac limb to extend the distal seal into the left common iliac artery down to the hypogastric artery, successfully resolving the type ib endoleak. As of the date of this report, there have been no additional patient sequelae reported.